Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
2015-10-26 additional information was received from a company representative. The patient had side effects that she attributed to the pump medications. The pump was not eroding at all. She initially wanted it removed because of side effects but then decided it was helping her pain and did not get it removed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving infumorph (10 mg/ml at 1.0 mg/day) via an implantable pump. On (B)(6) 2012 it was reported that the patient had an allergic reaction. The patient reported urinary retention and needed catheterization to empty her bladder. The patient had also had pain/cramps in her legs since implant and wanted the pump removed as soon as possible. Both doctors tried to talk her into changing drugs or dose, but she wanted it out. The patient status was reported as 'alive-with injury", the injury was reported as pain/cramps in legs and difficulty urinating. On 20-sep-2012, additional information was received from a patient via a company representative and it was reported that the patient was doing fine and seemed happy with the pump. She was definitely not having it removed. Her pain control seemed to be better and she was not having side effects anymore.